Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to release. The advancer tube was not engaged or visible. Manual compression was applied for 20 minutes to obtain hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the mynxgrip vcd. Prior to use, there were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used during an interventional procedure. The deployer was mynx certified. There were no abnormalities noted at the femoral puncture site, and no vessel tortuosity was observed. The user fully shuttled down the plug without significant resistance and did not apply unusual force when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to release. The advancer tube was not engaged or visible. Manual compression was applied for 20 minutes to obtain hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the mynxgrip vcd. Prior to use, there were no visible signs of device or packaging damage. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used during an interventional procedure. The deployer was mynx certified. There were no abnormalities noted at the femoral puncture site, and no vessel tortuosity was observed. The user fully shuttled down the plug without significant resistance and did not apply unusual force when retracting the sheath. A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be closed, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was found in its manufactured position. The sealant sleeve was also observed in its manufactured position, while the balloon showed no abnormal condition to be reported. Balloon inflation and deflation were performed without issues. Because the sealant was exposed, a full deployment test could not be performed per the instructions for use (IFU). However, after manually removing the sealant, the shuttle displacement was completed successfully, and the advancer tube was able to be fully deployed. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position with the sealant exposed on the catheter. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.